Event description:
Customer called stating that he had an ez-io driver to fail while on a cardiac arrest. Unit just bogged down. Mfg 2014.

Manufacturer narrative:
Qn#: (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 03/2014 and is approximately 7 years old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer called stating that he had an ez-io driver to fail while on a cardiac arrest. Unit just bogged down. Mfg 2014.